Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for one (1) j&j band aid brand first aid waterblock tape 0.5in USA, (B)(4), lot #: 2198h, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 13, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with j&j band aid brand first aid waterblock tape. The consumer reported he got a rash where the adhesive sticks to his skin. Consumer visited dermatologist and was given an eczema medication treatment. The consumer¿s symptoms have resolved.